Manufacturer narrative:
(B)(4). Gore has requested additional information from the reporter.

Event description:
(B)(4).

Manufacturer narrative:
Conclusion remains the same. Investigation is in progress. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: office visit notes dated (B)(6) 2010 state "incisional hernia lower mid abdomen from previous hysterectomy." Operative notes (B)(6) 2010 indicates: "laparoscopic repair of an incarcerated incisional hernia with gore-tex mesh." Office visit dated (B)(6) 2013 - patient presented with ¿leaking urine.¿ a cystoscopy performed (B)(6) 2013 in-office notes: "there are very small clusters of 1 mm concretions attached. This could represent inflammation from a colon diverticulitus behind the bladder wanting to express itself into the bladder wall. Also, early bladder cancer." Consultation note dated (B)(6) 2013 states: "...patient who presents with a history of painful urination..." Operative note dated (B)(6) 2013 states: "cystoscopy with extraction of foreign body, complicated and transurethral resection of inflammatory bladder tumor, 3 cm." Materials forwarded to laboratory include "segments of mesh, bladder mucosa, and coils likely from protac." Operative note dated (B)(6) 2013 states: ¿pre-op and post-op diagnoses: foreign body, bladder (abdominal mesh erosion); chronic polypoid cystitis (benign bladder tumor). Partial cystectomy, excision of abdominal wall mesh, reclosure of abdominal wall hernia with pds and retention sutures." "I did cystoscopic evaluation two days ago and resected the mass in transurethral fashion. This did not prove to be a bladder tumor as there was calcium deposit attached to a prolene suture, attached to a corner of mesh that had eroded into the bladder." "...one of the corners was inside the dome of the bladder. In order to remove the mesh, I had to do a partial cystectomy, removing a small piece of bladder to get all the mesh out, all the protacks out, and all the prolene suture out." Pathology report dated (B)(6) 2013 notes: "the specimen consists of multiple ragged, irregular tan-gray tissues having aggregate dimensions of 2.0 x 1.5 x 0.4 cm." "Additionally received within the same container are two irregular pieces of silver metal having aggregate dimension of 1.5 x 0.5 x 0.2 cm. One of the pieces of metal is in a coiled orientation." Pathology report dated (B)(6) 2013 notes: "the specimen consists of a portion of ragged, irregular purple-gray fibromembranous tissue with adherent tan-yellow, lobulated, fibrofatty tissue 15.2 x 9.5 x 1.5 cm. Within this tissue are multiple indwelling metallic coils with adherent blue suture like material. This specimen appears relatively intact with no obvious defects." Discharge summary dated (B)(6) 2013 - "I explained the patient that this look like a fistula initially, but then it turns out to be a foreign body with calcium, prolene mesh as such on (B)(6) 2013." It should be noted that the instructions for use includes the following warning and possible adverse reaction among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
This report is being submitted as a follow up report for 3003910212-2014-00026.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.